Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used during a ureteral lithotomy procedure performed on (B)(6) 2023. During the procedure, upon opening the package it was found that there was a small hole in the inner packing. Additionally, the goods had bacteria and the seal has been compromised. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a small hole in the inner packing. Block h10: investigation results the returned navigator hd device was analyzed, and a visual evaluation noted that the device returned in its sealed pouch. Microscopic examination was performed, and a small hole was observed in the back side of the pouch. Damage in the pouch was coincident with the position of the device inside the package. Per device history review (DHR), it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. With all the available information, boston scientific concludes that the investigation findings did not lead to a clear conclusion about the cause of the observed failure. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used during a ureteral lithotomy procedure performed on (B)(6) 2023. During the procedure, upon opening the package it was found that there was a small hole in the inner packing. Additionally, the goods had bacteria and the seal has been compromised. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a small hole in the inner packing.